Event description:
It was reported by the affiliate that the (1) tsw35 was used during a gynecological procedure. It was reported that it was impossible to close the tsw35. The case was completed with another device. There was no consequence to the pt.